Event description:
A (B)(6) pt underwent nanoknife ire treatment for cancer lesion located in the liver on (B)(6) 2011. During the treatment, an adverse events was reported. Pt incurred minor pneumothorax. Three electrodes were used for ablation. All 3 electrodes placed through pleural space to access the liver segment vii. A 8 french chest tube was placed to treat the pneumothorax. The chest tube was removed and pt discharged normally on (B)(6) 2011.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the pneumothorax could not be ascertained. Pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038.rev. D) document. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint # (B)(4).